Event description:
It was reported that caller experienced tandem mobi not enough insulin alarm when cartridge contained no insulin and caller needed additional insulin to fill tubing. There was no adverse impact to the customer¿s blood glucose level. Caller was not able to add insulin to existing cartridge, so technical support educated caller about required minimum insulin volume, recommended filling cartridge with higher amount, and walked caller through filling and loading new cartridge until insulin therapy was successfully resumed, after which issue was resolved; no lot number was available for reported cartridge.